Manufacturer narrative:
Due to character limitation e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) required maintenance. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) replaced front-end board. Regular calibration and regular inspections based on the regular inspection record sheet were performed with good results, so the equipment was returned to the hospital. The failure analysis and testing dept. Received part with a reported unit failure of a "iabp may require maintenance" message and a fault 58. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part. No failure confirmed after testing. Retaining the part in the failure analysis and testing department per procedure.